Event description:
A report received from the USA stated an ht70 plus experienced an unresponsive touch screen. There was no pt involvement reported. The date of the event is unk.

Manufacturer narrative:
This report is currently being investigated. As add'l info is received, a supplemental report will be filed. (B)(4).